Event description:
CT abdomen and pelvis was performed on an female with 22 ga insyte in right ac. Omnipaque was injected at 2cc/sec for volume of 125cc. Approx 125cc of contrast extravasated. Area marked, arm elevated, cool pack applied, md notified, rn called daily. Pt experienced no further adverse event.